Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device passed the labeled longevity calculations however, the device time from elective replacement indicator (eri) to end of life (eol) was less than the 90 day specification. The root cause for the less than 90 day eri to eol time was undetermined. The device passed all testing throughout analysis and no high current was noted.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.